Event description:
A customer reported that their flogard infusion pump does not function. This did not involve a patient. No additional information is availiable.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An insert slide clamp alarm was found in the event log and at power-on. The cause was determined to be due to an out of calibration safety/slide clamp assembly. To correct the condition, the safety/slide clamp assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.